Event description:
It was initially reported to bsc/target that during the procedure the gdc-18 guglielmi detachable coil became stuck in the fastracker-18 mx infusion catheter. Upon evaluation of the devices in 2001, it was noted that the gdc-18 guglielmi detachable coil had separated from its pusher wire.